Manufacturer narrative:
Review of the log files from AED serial number (B)(6) shows the device was manufactured on 2/06/2020 and placed into service on (B)(6) 2021 with battery pack serial number (B)(6). The files show the device was placed into service without the pads connected, which the AED detected during its first automated daily self-test. The AED began reporting this condition by flashing its red asi and chirping until (B)(6) 2021 when the battery pack became fully depleted. There was no evidence in the electronic log files of any human interaction to address the unit's condition until (B)(6) 2023, when battery pack serial number (B)(6) installed. Review of the log files show a large gap in time where the AED was not operationally ready due to a lack of maintenance.

Event description:
A customer reported that their AED battery is depleted